Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had not used it because it had not worked since the beginning. Also, the area became infected after it was implanted. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, cause, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.